Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there are black flecks along the inside of the needle cap. To aid in the investigation, forty-nine samples in sealed packaging blisters were received for evaluation by our quality team. There were nine strips of five sealed packaging blisters and one strip of four sealed packaging blisters. Ten packaging blisters were marked with an 'x.' A visual inspection was performed. First, with 10x magnification and then with 30x magnification. No defects or imperfections were observed. A device history record review was completed for provided material number 305195, lot 4031647. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material #: 305195. Batch #: 4031647. It was reported by the customer that there are black flecks along inside of the needle cap - unopened packaging - can see black fleck along the inside of cap. Verbatim: rcc received a complaint via phone. There are black flecks along inside of the needle cap - unopened packaging - can see black fleck along the inside of cap. No impact - needles used in compounding environment and no direct patient contact. Product code: 305195.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305195 batch #: 4031647 it was reported by the customer that there are black flecks along inside of the needle cap - unopened packaging - can see black fleck along the inside of cap. Verbatim: rcc received a complaint via phone. Pir attached. There are black flecks along inside of the needle cap - unopened packaging - can see black fleck along the inside of cap no imppact - needles used in compounding environment and no direct patient contact. Product code: 305195.